Manufacturer narrative:
On 19-mar-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient informed she had an open wound from the right side. Additionally, developed sharp pain and it was infected on both sides. She had also red marks on both breasts after being involved in a car accident. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Infection, manifested by swelling, tenderness, pain, and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If the infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. A skin reaction is a noticeable change in the texture and/ or color of the skin. This can include bumps, scales, pustules, or redness that can be inflamed, irritated, painful, or itchy. This can be due to a variety of factors such as infections, heat, allergens, or immune system disorders. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral infection, skin irritation, trauma from car accident. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast reconstruction revision procedure with mentor memorygel breast implant 300cc gel breast prostheses suffered trauma to her chest after a car accident. The patient developed an open wound on her right breast as well as sharp pain and an infection. In addition, the patient developed red marks on both of her breasts. Lastly, it was reported that the patient's left breast possibly had an infection that later healed. As a result, the patient underwent bilateral removal with no replacement breast prostheses on (B)(6) 2021. This medwatch report is for the patient¿s left breast prosthesis.